Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The surgical operation for t2 3x4. Attempted to fix compression screw by driver, however it couldn't turn the driver due to resistance. Attempted to fix under further strength, the driver was separated around handle of driver. Removed separated driver. The shaft of screw driver was broken.

Manufacturer narrative:
Evaluation revealed the compression screw driver had become damaged due to reasons that had occurred before its use (seizing of compression screw). The review of manufacturing documents revealed no deficiency in material and no deficiency in manufacturing. Dimensional examination revealed no deviations in the relevant undamaged areas. A review of the risk management file revealed that implant breakage had been considered. Evaluation results did not indicate a non-conformity, adverse trend or unanticipated hazard. No further action is required at this time. Found evidences identified ¿ material displacement at the ao adapter ¿ that the screwdriver had been operated to the left (counter-clock-wise) ¿ most likely in order to loosen the seized. It was suggested that the compression screw driver initially was used for insertion of the compression screw. When the screw had seized in the nail the user most likely increased torsional force for loosening the screw in order to overcome the seizing stresses. During this procedure the material deformed at the edge of the ao adapter. Further load application triggered that the durability pre-determined breaking point was exceed leading to breakage at the, intended, smallest diameter (pre-determined breaking point). The operative technique for the humeral nailing system instructs: ¿¿ the compression screw is gently tightened utilizing the two-finger technique¿¿ meaning the device is not intended for high load bearing. Above facts suggest that the compression screwdriver had fulfilled its tasks as intended. Thus, the reported event has to be classified as not device related. The event was initially caused by inadequate screw insertion which was regarded as a use error.

Event description:
The surgical operation for t2 3x4. Attempted to fix compression screw by driver, however it couldn't turn the driver due to resistance. Attempted to fix under further strength, the driver was separated around handle of driver. Removed separated driver. The shaft of screw driver was broken.